Event description:
The customer originally returned their evis lucera duodenovideoscope due to a broken elevator channel. According to the initial reporter, this event was discovered during procedure preparation, and the staff was able to complete the procedure by using a similar device without any patient harm. During the device evaluation, it was discovered that the adhesive on the distal end was cracked and forming a gap. This report is being submitted to capture the damaged adhesive noted on the distal end during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. The device evaluation revealed cracked adhesive on the distal end that was forming a gap. Additionally, the insertion quantity was out of specification due to a crumped section of the channel tubing. The channel tubing also had perforations present, causing leaks to occur. The cover was broken. The inside of the light guide lens was dirty, and the elevator lever was corroded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the inside of lens was dirty likely due to a gap generated at the lens glue by physical stress, chemical stress, storage environment, etc. A definitive root cause cannot be identified. User can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "·inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities." User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. "·important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·precautions: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk." Olympus will continue to monitor the field performance of this device.